Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery, causing their blood glucose to rise. The customer reported their blood glucose rose to 300 mg/dl after a no delivery alarm. The customer has disconnected from the insulin pump. Customer stated she was calling back to report the recurring no delivery alarm. All troubleshoot was completed on a previous call. The caller reported they have changed the infusion set and reservoir. The caller was advised the insulin pump will be replaced.